Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector at insertion. Reportedly, her blood glucose was 400 mg/dl and had moderate ketones because there was a leakage between the tubing and the site. To treat this issue, she tried to change the infusion set. Reportedly, on (B)(6) 2022 her blood glucose level was 147 mg/dl and on (B)(6) 2022, it was 142 mg/dl. Further, they replaced the infusion set and resumed insulin successfully. No further information available.